Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the reported symptom and was able to reproduce it. While the device was running on battery power, the unit intermittently powered up, entered sleep mode, and shut down without user interaction. The device was found to be out of spec relating to the reported symptom. This issue occurred due to a failed back flex which was replaced.

Event description:
It was reported that a device "keeps shutting off." The customer also reported that there was no pt involvement.